Manufacturer narrative:
Conclusion: no conclusion can be drawn. The product was visually examined and dimensionally inspected. The complaint was reviewed and analysis showed no trend for (B)(4) lot no: 056339870. Photographic images were made and the package insert was reviewed. The device history record was also reviewed.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00254, 00255.

Event description:
Allegedly revised due to grating feeling the patient had.